Event description:
It was reported that there may have been an issue with the load step function. On (B)(6) 2012 the patient contacted animas about a call service (cs) alarm. During trouble shooting with customer technical support (cts), the patient said he put 200 units into the cartridge and the pump indicated that it then loaded to 170 units. Cts asked the patient to investigate this occurrence. The patient said that he was not able to prime because he received the cs alarm. The history indicated that 1.2 units were primed. Cts asked the patient to prime again and he said that he primed 9.4 units but that the insulin came out right away. The patient was then asked to complete the actions again to determine if there was a load step malfunction. The patient said he replaced the tubing and used the same cartridge which had about 160 units. He said he completed the rewind and load steps; it loaded to 152 units. The patient said he then primed until he saw insulin coming out of the end of the tubing (17 units primed). This complaint is being reported because there was evidence that a load step malfunction may have occurred.

Manufacturer narrative:
(B)(4): a review of the black box indicated no "no cartridge detected" warnings on the reported event date. An ezprime operation was performed with no fluid being dispensed during the load step; the cartridge was correctly recognized. Investigation revealed the force sensor was out of calibration.

Manufacturer narrative:
There is no adverse event associated with this complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.